Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The injecting healthcare professional (hcp) injected the patient with [unspecified] juvéderm® product in the jawline at the end of last month. The treating healthcare professional reported that they believed that the [unspecified] juvéderm® syringes were counterfeit because of the way the product reacted in the patient, and the low prices. Also, the injecting hcp office could not provide the specific product that was used when the treating hcp contacted them. The treating hcp stated that the injecting hcp office is known to use counterfeit products. After the injection the patient had hard nodules on both sides of their jaw. The treating hcp thought that it may be granulomas, but no diagnostic testing was done. The treating hcp started treating the patient with hylenex this month. The symptoms are ongoing.